Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call motor error alarm and off no power anomaly. Customer's blood glucose level was 94 mg/dl. Troubleshooting for motor error was performed. Customer received a motor error alarm followed by an off no power alarm. Customer was able to perform the displacement test and rewind the device without receiving motor error alarm. Customer was advised since the off no power alarm occurred so quickly after the motor error alarm troubleshooting was performed. Customer was advised to monitor the insulin pump and there was no low battery alarm.